Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed that the device could not power on. The cause of the condition was determined to be a damaged central processing unit board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump could not turn on. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.